Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, thick leaflets, subvalvular apparatus fibrosis, an enlarged atrium, and a rotated heart. It was noted that imaging was difficult. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to reposition the mitraclip device and deploy. To further reduce mr, an nt was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficult to remove from anatomy was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.